Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 110 mg/dl. Customer was advised to insert (B)(6) aaa alkaline battery. Customer was not able to get power on the pump. Customer doesn't want to try pulling a new battery into the pump. The customer stated he tried already this thing. The customer was advised that insulin pump will be replaced.